Event description:
It was reported that the customer had a high blood glucose level of 453 mg/dl. Customer states that she had discrepancy between her sensor glucose 400 mg/dl and blood glucose 453 mg/dl. Also customer mentioned she had neuropathy of the bladder and stomach, causing her high blood glucose to run higher. Trouble shooting was performed, and discovered a bent needle. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.